Event description:
Pump declared alarm 30 during pumping, and there was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer had not previously reported related cartridge alarms with this pump. Cts assisted in successfully loading a new cartridge, allowing the customer to resume insulin therapy.